Event description:
It was reported that right atrial (ra) lead was perforated through the ra and pericardial space and into the right plural space. The patient had a chest tube placed. The ra lead was repositioned on (B)(6) 2022. Patient was stable.